Event description:
It was reported that the bipolar insert instrument was returned for repair for ¿bad contact issue¿. Service evaluation found the insert failed electrical tests and although there is no visible defect on the tube, when the instrument electrode was disassembled a burn trace was observed at the same level on the coating of both wires, which is indicative of electrical arcing. There was no incident or report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for repair. Evaluation found the insert is on short circuit and failed electrical tests. No visible defect on the tube. After disassembly of the electrodes, a burn trace is observable at the same level on the coating of both wires. Considering the location of this defect, the risk for the patient or the user is very low. The most probable cause of this short circuit is a coating defect (weakness due to the presence of impurities for example). The thickness is compliant with the manufacturing specifications. The burn probably appeared during the electrical tests, these being very powerful. The bipolar insert was replaced and returned to the customer.